Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in package was damaged. This occurred on 5 occasions. The following information was provided by the initial reporter: this is a report about defective packages of insyte autoguard. During inspection, the customer found the following packaging issues: a silver-colored sticker, which is not affixed to the normal package, was affixed to the affected package. The affected package was torn and had no product therein.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-12. Investigation summary: bd received five empty 20 gauge insyte autoguard units from lot 0279773 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed a piece of silver tape adhered to the outside of the bottom web. The seals appeared to remain intact. However, a tear was found in the bottom web near the area where the silver tape was placed and the package appeared to be empty. Based off the visual inspection the engineer was able to verify the reported issue. It was determined that the silver tape originated from the end of the nylon film roll used in the creation of the bottom web of the package. This was an operator error. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all packaging operators to raise awareness of this issue and prevent recurrence.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in package was damaged. This occurred on 5 occasions. The following information was provided by the initial reporter: this is a report about defective packages of insyte autoguard. During inspection, the customer found the following packaging issues: a silver-colored sticker, which is not affixed to the normal package, was affixed to the affected package. The affected package was torn and had no product therein.